Event description:
It was reported that an ilet user experienced frequent low glucose events thought to be related to user behaviors including use of meal announcements for correction, repeated ¿more¿ and ¿less¿ adjustments, and overtreatment of hypoglycemia, for which a factory reset was recommended to support revised use behaviors. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included customer support outreach and troubleshooting with education regarding appropriate meal dosing and behavior changes. Investigation of this case revealed use-related contributors to hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.